Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information received indicated that this lead was not explanted because it was too close to critical anatomy as per computerized tomography (CT) scan. Reasonable evidence suggests the device exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported.